Manufacturer narrative:
Issue is being investigated by manufacturer. Device not returned to manufacturer.

Event description:
On (B)(6), 2020 getinge became aware of an issue with one of surgical lights - hanaulux. The subject of the complaint is that there were missing covers. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
On 10th march, 2020 getinge became aware of an issue with one of surgical lights ¿ hanaulux 2004. Two issues were a subject of the complaint, missing joint covers and faulty focus mechanism. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.it was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never led to serious injury or worse, to death. It is indicated by our product experts the fault of focus mechanism occurred due to normal wear of the equipment, the root cause of missing joint covers could not be identified due to lack of information.we believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
(B)(4).